Manufacturer narrative:
This report is submitted on sept 12, 2022

Event description:
Per the clinic, the implant was incorrectly placed initially. The device was explanted of (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.